Event description:
It was reported that the ilet user experienced a low blood glucose of 58 mg/dl that was treated with juice, a honey bun, and candy, followed by a rebound high fingerstick reading of 294 mg/dl. The caregiver was concerned about insufficient insulin correction, changed the infusion site (6 mm cannula), and then allowed the ilet to deliver correction doses, which brought glucose down into range before the next meal. Symptoms included hypoglycemia and hyperglycemia, with no reported health consequences or impact. Outcomes included return to target range without further intervention or escalation. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with improper or incorrect treatment of the hypoglycemic episode leading to overtreatment; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.